Event description:
During routine generator replacement, it was noticed that the pace/sense portion of the chronic defibrillation right ventricular (rv) lead was damaged and missing insulation from around the pin. It was decided to replace the p/s portion of the lead by adding a new p/s rv lead. The rv and svc coil portion of the chronic defibrillator rv lead was visually inspected and found to be intact. The old p/s portion was capped and tucked inside the pocket upon closure. Disclaimer statement: this report reflects information received by FDA in the form of a notification per 803.22 (b)(2).